Manufacturer narrative:
Visual examination of the returned device found the inner tube was broken off at the top of the of the shaft tip. The bur tip is still attached tot he broken inner tube. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: do not use equipment if, upon receipt, package is opened, damaged, or shows any signs of tampering. Precautions: refer to the appropriate conmed linvatec handpiece instruction manual for the device specific precautions. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported that the h9110, 3.5mm sterling spherical bur, qty 6, driver tip broke during a arthroscopic foot surgery on (B)(6) 2018 causing approximately a 15-minute delay. There was no report of injury to the patient or user during the event. The device was reported as having not fallen into the surgical site; therefore, there were no components to retrieve. No further information was made available regarding the patient in this case. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.